Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked. This event occurred during set up with patient involvement. The caregiver (cg) reported that the leak found was about the size of a pinhole. There was no patient injury or medical intervention associated with this event. No additional information is available.